Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during a trochanteric fixation nail advanced procedure a blade/screw guide sleeve became bound up with soft tissue into the 130 degree aiming arm causing these instruments to become stuck during surgery. The instruments were taken to the back table where they removed from the complete radiolucent insertion handle. They were hit with a mallot to get them removed from each other. There was damage to the blade/screw guide sleeve and the buttress/compression nut. There was no physical damage to the 3.2mm wire guide sleeve and 3.2mm trocar. Concomitant devices reported: complete radiolucent insertion handle (part # 03.037.012, lot # unknown, quantity 1) 3.2mm wire guide sleeve (part # 03.037.018. Lot # unknown, quantity 1) 3.2mm trocar (part # 03.037.019, lot # unknown, quantity 1). This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed. It was reported that on (B)(6) 2016 during a trochanteric fixation nail advanced procedure a blade/screw guide sleeve became bound up with soft tissue into the 130 degree aiming arm causing these instruments to become stuck during surgery. The instruments were taken to the back table where they removed from the complete radiolucent insertion handle. They were hit with a mallet to get them removed from each other. There was damage to the blade/screw guide sleeve and the buttress/compression nut. There was no physical damage to the 3.2mm wire guide sleeve and 3.2mm trocar. In addition to the returned blade guide sleeve, three other parts were also returned but during investigation were found to not have contributed to the complaint condition. The complaint was able to be isolated to just the returned blade guide sleeve (03.037.017, 9604307), and due to the resistance noticed when testing the sleeve with a known working aiming arm, its complaint condition was confirmed. However, the complaint condition was unconfirmed for the other returned parts. Returned parts which were tested with known working mating parts and found to function as intended: (03.037.013, 9485689, 03.037.016, 9457872, 03.037.018, 9559264) the returned blade guide sleeve (03.037.017, 9604307) is included in the trochanteric fixation nail advanced system (B)(4) and is used to help with head element insertion. The majority of the returned sleeve was received in decent condition with minor superficial marks indicative of a year¿s worth of usage, however the distal tooth/lip was deformed inwards, most likely due to the difficulty expressed in the complaint description when attempting to disassemble the construct on the back table. Additionally, two color indicators were missing from the sleeve. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. Based on visual inspection of the returned parts it is most likely that the noticed damage occurred while struggling to disassemble the construct which became bound together during a procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.